Event description:
The dr. Inserted the innervasc and 4f introducer as normal without problems. He exchanged the 4f introducer to a 8f cordis introducer using the guide wire. To his surprise, this was not going easy, but he succeeded. Then he tried to insert the balloon catheter through the sheath which was not possible. Under x-ray he saw that the guide wire had curled up. He carefully removed the innervasc and introducer together over the wire. He discovered that the introducer had perforated the innervasc. He made an angiogram to see if there was any damage to the vessel. Fortunately the arterial blood flow had tamponated the dissection. They ended the procedure without performing the balloon dilation. The blood flow in the right leg remained stable and the patient was discharged the day after.